Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no issues were identified during the DHR review or lot release testing, and the retained sample analysis did not reproduce the defect, the reported issue could not be confirmed. The most probable cause is the use of an inappropriate syringe or incorrect execution of the procedure. The recommended syringes for use with bd-manufactured spinal needles are luer lock syringes. ¿based on all available results, neither the defect nor the root cause can be confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: connection between syringe and needle leaked. Using our syringe(discardit) with spinal needle; during usage leakage occurred between connection point of needle and syringe (checked connected as normal). No damage in the connection. Occurred during use. No harm to patient. Drug that was leaking was bicain spinal.